Manufacturer narrative:
(B)(4). Product does not returned for evaluation yet. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 219mg/dl. The customer's expected fasting blood glucose test result range is 110 to 142 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. The test strip lot manufacturer's expiration date is 05/24/2018 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history: (B)(6). Customer called complaining the meter is reading very high. Customer received multiple high readings of 214 mg/dl, 212 mg/dl, and 219 mg/dl and felt no symptoms of hyperglycemia, as the normal glucose range is usually 110-142 mg/dl. Customer also ran back to back blood tests with another meter most recent (B)(6) meter and received a reading of 115 mg/dl, while the true track meter read a result of 157 mg/dl immediately afterwards. Customer has had no recent changes in diet, exercise or medications. Customer takes glyburide 2.5 for diabetes management.